Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed universal surgical manipulator (usm) 1 had repeated recoverable 319 faults. The customer had power cycled the system multiple times, but the issue persisted. The customer also stated that they performed a hard cycle on the vision side cart (vsc), but the issue remained. The technical service engineer (tse) advised the customer to hard cycle the patient side cart (psc), but the surgeon opted to continue with the procedure using usms 2, 3 and 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that the surgeon had performed a surgery prior to the issue without any issues/errors on the usm. When the issue occurred, the usm stopped communicating. The nurse stated that the staff hard cycled to reset the system but arm 1 was not working. The surgeon disabled the arm and completed the case robotically with the remaining arms. The nurse informed that the staff mechanically pushed the arm out of the way to continue. Patient demographic information was requested but was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm), proximal set up joint (suj), and the flex 1 orienting platform (op). These replacements did not resolve the error. The fse then replaced the spider fiber cable which resolved the error 319 issue. The fse recalibrated the system with all the new arms. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found that when the op unit fiber cable was plugged into a system, error 297 (related to error 319) was triggered upon system startup. When the unit was unplugged and the system returned to original configuration, the error was no longer triggered. The unit's fiber cable passed the light test. The usm was tested and fa could not confirm or reproduce the issue with the usm. The usm was driven intuitively on a system through the full range of motion and passed all tests with no errors. The proximal suj was tested and the suj started with no errors and passed all tests. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation confirmed the following system errors: error 319 - node 175 is not present at startup. Based on logs, the procedure started as only a 3 arm procedure, however, when the error occurred on arm 1, the customer draped and docked arm 4 to replace arm 1. Arm 1 was not used again during the procedure. This complaint is considered a reportable event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.